Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although specific value was not provided. To address the low blood glucose, the customer consumed carbohydrates. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.